Event description:
Customer reported that the display is not completely illuminated. While on the phone a review of the system was conducted. It was learned that just a partial portion of the "hundreds unit" is being displayed. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.